Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer¿s blood glucose level was 22.6 mmol/l. Customer would not like to continue troubleshooting for sensor issue. Customer did received a sensor updating or sensor glucose value not available alert. Customer did not received a calibration not accepted alert. Customer did not receive a change sensor alert. The device will not be returned for analysis.